Event description:
Boston scientific received information that this sales representative called to discuss that no electrograms were available from this implantable cardioverter defibrillator (ICD) for a ventricular tachycardia (vt) episode of anti tachycardia pacing (atp) plus shocks which exhausted therapy for the episode. The episode was overwritten in the device by other vt no therapy episodes. Technical services discussed there is no way to determine if this was a true vt storm versus supra ventricular tachycardia, or if nonconversion versus recurrent vt.

Manufacturer narrative:
The device remains in service. Should additional information become available, this report will be updated.